Event description:
It was reported that pump touchscreen was unresponsive and required multiple presses to work. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.